Manufacturer narrative:
This is the first of this type of complaint. After receipt of the product for investigation, the quality dept performed an investigation. It appears that there is no "bubbling" or voids in the device. This device was molded correctly. It appears that user may have severe bruxism as the bite pad was extensively chewed up after stated "one use" causing the softer bite pad material to be separated from the base material. There was no indications of bubbles or voids in the bite pad. This device is intended for mild to moderate bruxism, not the severe bruxism that it appears to have been subjected to. No injury was reported, and no medical attention was reported to have been sought. This is being reported even though the device was used outside the intended use indicated on the labeling, chewed up pieces of this device can be aspirated which could cause an injury requiring surgical intervention.

Event description:
The consumer letter indicated that after the first use, the product bubbled and became distorted. Extreme bubbling in the plastic made it unhygienic and unsafe to use.